Event description:
One patient with ft3 results that did not meet clinical picture. User obtained ft3 result of >50 pmol/l from three separate samples. A fourth sample drawn in 2008 also gave >50 pmol/l. Tsh and ft4 were in the normal range. No adverse events were reported in association with the incorrect results. If additional information is received, appropriate notification will be provided.